Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign material was found in the scope jet tube. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the foreign material remained in the device jet tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the scope jet tube. There was no patient involvement.